Manufacturer narrative:
The following is additional information received per the medical records and the patient profile form (ppf): the following additional information received per the medical records indicate that patient had a history of right lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe). During the filter placement via the left common femoral vein, the filter was deployed in the infrarenal inferior vena cava without difficulty. According to the information received in the patient profile from (ppf), on or approximately seven years and four months post implantation of filter patient suffers chronic leg and lung pain, anxiety, asthma, difficulty walking, depression and weight gain. It was reported that a patient underwent placement of optease vena cava filter. The information provided indicate that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pulmonary thromboembolism, blood clots, clotting, and occlusion of the inferior vena cava (ivc). The following additional information received per the medical records indicate that patient had a history of right lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted via the left common femoral vein and deployed within infrarenal inferior vena cava without difficulty. According to the patient profile form (ppf) the patient became aware of blood clots, clotting and/or occlusion of the inferior vena cava on or about approximately seven years and four months post implantation of the filter. The patient reports to be suffering from chronic leg and lung pain, anxiety, asthma, difficulty walking, depression and weight gain. The patient¿s medical history has not been provided and there is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots, clotting and/or occlusion of the ivc do not represent a device malfunction. Without the procedural films or post-placement imaging and the limited information provided, the report of blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. Decreased mobility, chronic lung and leg pain, anxiety, asthma, depression and weight gain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pulmonary thromboembolism, blood clots, clotting, and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pulmonary thromboembolism, blood clots, clotting, and occlusion of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The patient and patient¿s husband were and are, at all times relevant to this action, legally married as husband and wife. Patient¿s husband brings this action for, inter alia, the loss of consortium, comfort, and society he suffered due to the personal injuries suffered by his wife.